Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the surgical technique for anchor c indicates that the appropriate option for screw insertion are the flexible and straight screwdriver. The screw extractor is meant only for removing anchor c screws. The sales rep reported that the surgeon has been using the anchor c extractor for screw insertion because he prefers it over the screwdriver options. Conclusion: the plausible root cause of the reported event is a user error. Specifically the extractor was being used for screw insertion when it is intended to only be used for extraction.

Event description:
It was reported that the inner shaft tip of the screw extractor broke off. They were able to use another screw driver to finish the case without much delay.